Event description:
The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The carefusion failure analysis lab tech evaluated the returned 3100a filtered patient circuit pn: 11518-850s, lot #y09s2493 and verified the reported issue. The tube that runs from the humidifier to the main body of the patient circuit was loose and disconnects from the main body. This is a known issue that has previously been addressed via internal corrective action. In april 2011, carefusion released an engineering change order that resulted in a process improvement to this connection in order to permanently bond the tube to the main body of the pt circuit. Based on the lot number of this filtered pt circuit carefusion has determined it was manufactured in december 2009, approx 17 months prior to the release of the process change. Carefusion conducted a risk assessment for these events and the risk level was determined to be "as low a reasonably practicable (alarp)."